Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, on 3 occasions, when the surgeon proceeded to the cut option, the screen blanked out. When the representative managed to restart the screen, the system took them back to the hand piece recalibration screen. The procedure was resumed after a non-significant delay with a change to manual surgical technique, and no injuries were reported as a result.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery when the surgeon proceeded to the cut option, the screen blanked out. When the representative managed to restart the screen, the system took them back to the hand piece recalibration screen. The procedure was resumed after a non-significant delay with a change to manual surgical technique, and no injuries were reported as a result.

Manufacturer narrative:
H10: additional information in b5 and d9. H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was not confirmed with a functional evaluation. A test case was performed which was completed without any failure. The transition to the cut option was possible without any screen blackout occurring. This was tested multiple times. A second test case was performed, which was again completed without any failures occurring. The console was open for further inspections. All cables where intact, no loose connections where found. No visible defects where found. A test case was performed with a different known to work drill again no failures occurred. A log file review was performed. The reported problem was confirmed. The log file analysis found that internal errors occurred during surgery. When advancing to the bone removal phase, the real intelligence cori displayed an internal error. When the case was resumed, the system automatically restarted at the hardware connection state. There is an intra-op crash seen in " cut femur " state resulted in "internal error". A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a known software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.